Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues and was not able to reproduce the issue reported. In addition, an amo territory manager had discussed the issue with surgeon and tested foot pedal accessory. All buttons of foot pedal operations were working correctly. The foot pedal was tested and passed. The tubing pack was not available for test due to it was discarded. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in a vitrectomy performed. The intraocular lens was implanted in the sulcus. A brief description from the surgery center indicated when using the phacoemulsification unit with an old dual linear foot pedal during the irrigation and aspiration mode, the reflex (back flush) did not work resulting in a capsular tear. This report is for the tubing pack.

Manufacturer narrative:
Corrected data: in the initial MDR report the unique identifier (UDI#) was listed as n/a (not applicable). In this report it has been corrected to (B)(4) unknown. The UDI number is unknown because the lot number of the device is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.